Manufacturer narrative:
The 'no problem detected' conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to other/non-product experience. No additional adverse patient effects were reported.